Event description:
It was reported that the insulin gauge displayed an amount different than expected. There was no reported adverse impact to the customer. Customer loaded a new cartridge to resolve the issue.